Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament all inside surgery when the surgeon was pulling the acl tightrope ii into the femur tunnel the loop of the device broke and detached from the cortical button. The broken parts were retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a different device, ar-1588btb-2j. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-1588rt-2j serial/batch number (B)(6) was received for investigation. Visual evaluation noted that the tensioning (white) suture was broken. The most likely cause for the complaint allegation can be attributed to use error of the device due to excessive force being used when tensioning the sutures. Dfu-0147-eo_2; g; precautions;1; states the following: "excessive force on the shortening suture strand and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft."